Event description:
The customer of an easylink data management system stated that they had defined generic ranges for most of their assays so that sample reports could be printed with results and ranges, but the printed sample reports were only providing ranges for the aspartate aminotransferase, albumin, and alkaline phosphatase assays. There are no known reports of adverse health consequences due to the customer's reference ranges not printing on the sample reports.

Manufacturer narrative:
Siemens healthcare diagnostics has received complaints regarding reference ranges, sample reports, user-initiated sample/result actions, and auto-verification and quality control processing for the easylink data management system software. Through internal investigation, siemens has confirmed issues with: custom reference ranges, user-initiated sample and result actions, auto-verification and quality control rules, and sample reports. An urgent medical device correction (umdc) entitled "easylink data management system limitations and software issues" was sent to customers in the united states and an urgent field safety notice (ufsn) entitled "easylink data management system limitations and software issues" was sent to customers outside the united states in may 2015. The umdc/ufsn explain the reason for the correction and actions customers can take to prevent these issues from occurring.